Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No unexpected error message noted during testing. Insulin pump tested okay. Insulin pump was received with scratched case, pillowing keypad overlay, texture damage on keypad overlay, faded serial number label, cracked retainer, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a unexpected error message. The customer blood glucose level was unknown at the time of the incident. The customer reported the insulin pump in error. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.